Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was returned for evaluation. Visual inspection did not show any physical damage. The device underwent acoustic testing and it passed.

Event description:
It was reported that during an unspecified procedure, it was noted that the catheter appeared on the map that it is outside of the shell of the heart. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and 250 cc's of fluid was removed from the pericardial cavity. It was reported that the patient was stable but was under observation. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide update to the event description, provide the concomitant medical products, and correct the PMA/510(k) information.

Event description:
Additional information was received and it was reported that during an atrial fibrillation (afib) procedure, the patient was anticoagulated with heparin and then the physician performed a double transeptal punctures using fluoroscopy and ultrasound. The physician performed a fast anatomical mapping (fam) of the left atrium (la). Then the physician inserted the cryoballoon into the left atrium (la) and while freezing, it was noted that the ablation catheter appeared to go up where there should not have been a vein or a passage. A slight drop in the patient's blood pressure was observed and pericardial effusion was found via the intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was given protamine to reverse the anticoagulant effects of the heparin. The patient was fully recovered and left the room in stable condition.